Event description:
It was reported that during a da vinci-assisted surgical procedure, tip-up fenestrated grasper was broken at the distal end. The procedure was completed as planned.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken main tube approximately 51.09mm from the distal tip. No material was found missing. Components adjacent to this broken main tube show damage which may indicate potential mishandling/misuse. The proximal clevis is dislodged as a result of the break. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage.